Event description:
While attempting to complete a firmware upgrade to the pt's ipg, an error code was observed. The bsn rep attempted to resolve the issue through multiple troubleshooting attempts, but was unsuccessful. The error code was indicative of firmware corruption; however, no decision was made to replace the ipg as current program settings were providing the pt with adequate coverage in the pain areas.